Event description:
Customer reported a touchscreen that did not react. There was no reported adverse impact on the customer¿s blood glucose level. Customer was out of warranty, was in the process of acquiring a new device and declined any follow-up from customer technical support, resulting in no further information being obtained regarding the outcome of the event.